Event description:
It was reported that the health care professional (hcp) wanted to review reports on this right ventricular (rv) lead. Technical services (ts) reviewed the device data and noted multiple stored nonsustained ventricular tachycardia (nsvt) episodes and rv channel oversensing on stored intracardiac electrograms (egms), due to noisy signals that led to potential inappropriate anti-tachycardia pacing (atp) therapy. A pause of approximately six seconds was observed on the device data. Ts suspected an issue with this rv lead, and the device was reprogrammed and a lead revision procedure is expected in the near future. Subsequently, this rv lead was successfully capped and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).